Event description:
It was reported that the patient presented in clinic for routine follow-up in pacemaker mediated tachycardia (pmt). Program changes were recommended, however the arrhythmia broke without intervention and returned to sinus rhythm.